Event description:
It was reported that the incorrect product was supplied. A left atrial appendage closure procedure was being performed. A 24mm watchman flx closure device and delivery system was selected and advanced into the patient. The 24mm closure device was deployed and it was observed that the 24mm closure device had marker bands on the shoulders, consistent with a watchman flx pro closure device instead of a watchman flx closure device. The packaging was reexamined, and it was confirmed that the packaging listed the device was a 24mm watchman flx closure device. Furthermore, the deployment knob on the delivery system was clear which is consistent with a watchman flx, and not orange which is consistent with a watchman flx pro. The 24mm closure device met release criteria. The physician was aware that the 24mm closure device type was in question but did not wish to remove the device since it met release criteria and proceeded with releasing. The 24mm closure device released as normal and no patient complications were reported.